Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report air bubbles in the reservoir. Customer's blood glucose reading was 12 mmol/l. Customer already had an insulin pump replaced due to air bubbles. Customer called back and had continued air bubble issues. It is unknown if the product was replaced or returned.